Event description:
It was reported the patient never had therapeutic effect and their ¿bladder never really kicked in from the stimulation.¿ it was noted the patient tried turning their stimulation up and down but nothing really helped. It was stated the patient only had a meeting with a technician one time since the device was implanted. The patient stated they would have vibration going if they turned it up all the way but the urine stream was still so slow and the patient would have to catheterize after five minutes anyway. The patient noted this would only happen if they were ¿real full.¿ it was reported the patient was able to do a quart at one time but had to strain so hard. The patient stated they tried turning their stimulation on a couple years ago and it was completely off and not working. The patient wanted to know if there was a rick to leaving the device in their body and they stated the metal plate could be annoying. It was stated the patient was using a catheter four times a day and they had a healthcare provider appointment coming up.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3031a, serial#(B)(4) implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3093-28, lot# v006813, implanted: (B)(6) 2006, product type: lead. (B)(4).